Manufacturer narrative:
Device investigation: the software logs were analyzed and it was determined that the thermal monitoring anomaly was due to distortion of the images provided from the MRI.

Event description:
It was reported that during an ablation procedure, the physician reported suspected inaccurate temperature data during the case resulting in the physician electing to discontinue the procedure. The noise mask was noted to have significant drop out with the lesion noted as being superficial near the tentorium. Dmax was disabled in order to improve visualization but as the user started heating, the thermal dose threshold (tdt) lines grew aggressively to only one side despite changing the laser direction. The ablation of the lesion, which was directly next to the probe, was showing almost no heating while the opposite side of the probe was at 60 degrees celsius. The physician applied laser ablation for 30 minutes in an effort to cover the lesion but stopped laser application upon seeing thermal imaging artifact. The physician then performed an MRI scan to ensure that there was no hemorrhaging of the patient. The patient did not have a hemorrhage so the physician re-planned the laser and began ablating. Mid-way through this ablation, a neuroblate system error presented "set point data has changed" and the tdt lines completely reshaped, covering the region previously thought to not be receiving heat. Ultimately, after receiving the noted error twice, the physician decided to stop the ablation due to the altered tdt lines. The case was then aborted. There were no patient complications reported in relation to this event.